Manufacturer narrative:
Model no. Is unknown as it was not provided. Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot no. Was not provided. Manufacturer date is unknown as lot no was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a post-operative exam of a cataract procedure, the surgeon observed a metallic shred on the patient¿s operative eye over the iris. A secondary surgery was required to extract the metal shred. The surgeon was unable to determine if the metallic shred came from a johnson & johnson(j&j) phaco tip or the diverse cannula that is not a j&j product. Although, there was a secondary surgery performed, there was no suture, no incision enlargement, and no vitrectomy required. The surgery center report the patient outcome is well.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on (B)(6) 2018 device returned to manufacturer ¿ yes. Device evaluation: the tip was returned for evaluation. No metallic matter was observed. The complaint was not confirmed. Further investigation included a more robust review of the following documentation associated with phaco tips: ¿ phaco tip biocompatibility ¿ risk management mitigation activities ¿ phaco tip manufacturing and inspection phacoemulsification tips 19-21ga are made of titanium (ti-6al-4v) and are deemed compatible for its intended use. Retained metallic foreign body (fb) post-phaco is known to occur, and the risk of occurrence may increase with re-utilization of phaco tip, instrumentation wear and tear, contact of the phaco tip with a 2nd instrument intraoperatively, and other factors. The phaco tip itself is titanium, which is inert. Therefore, if the retained metallic fb is of this same material, is extremely unlikely that it would cause an inflammatory response. Additionally, risk mitigation activities according to risk criteria, potential failure modes and hazards resulted in phaco tips identified as safe for human use. As a result of post market surveillance monitoring and reporting, no new risks have been identified. Upon our review, johnson & johnson are not aware of cases that resulted in an inflammatory response in cases where returned fb sample investigation shows the material to be coming from our phaco tips. Manufacturing of the phaco tips are conducted according to procedure, specifications and inspected to the required characteristics for approval. The review of the records do not indicate any new adverse effects that could negatively impact the patient related to the phaco tip device accessory. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.